Manufacturer narrative:
(B)(4).

Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report an adverse event on (B)(6) 2014. Patient claims that she experienced a hypoglycemic event while driving and became involved in a car accident. Patient was in the ER on (B)(6) 2014. Clinic representative did not report any further medical intervention at time of contact with dexcom technical support.